Manufacturer narrative:
This investigation is ongoing and results will be provided in a supplemental report.

Event description:
It was reported that the extracortical plate, of the custom jts distal femur implant, was noted to be distorted and did not fit the bone as expected. The surgeon did not recall there being any comments or notes about the curvature of the plate in the design proposal that was provided or approved. (B)(4).

Manufacturer narrative:
A DHR review determined that the device was manufactured and dispatched to specification. The reported event is confirmed in the photographic evidence provided. The device was implanted with no reported complications. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided. Further information such as product return, operative reports and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data custom jts distal femur implant corrected to jts extendible distal femoral implant. Expiration date corrected from 05/23/2016 to 06/30/2016.

Event description:
It was reported that the extracortical plate, of the custom jts distal femur implant, was noted to be distorted and did not fit the bone as expected. The surgeon did not recall there being any comments or notes about the curvature of the plate in the design proposal that was provided or approved. This is a supplemental report to 3004105610-2015-00127 ((B)(4)).